Event description:
Information received indicates the hi/low drive will run up by itself.

Manufacturer narrative:
The technician found the cable to the right siderail was damaged. He replaced the siderail cable to repair the bed.